Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following it was reported by the customer that va at nyu received another report about this tubing but with a different lot number. Reference # (B)(4), lot # 24095394.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 24095394 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24sep2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Additional information. 1. Could you please provide a further description of the issue? IV tubing broke bd alaris ref 2420-0007 lot # 24095394 at the safety clamp. IV tubing broke at the safety clamp as the nurse was hanging the medication and about to insert the clamp into the pump. 2. Kindly provide the date of event. 12/24/2024. 3. Can you share any physical sample or photo if available for investigation? If yes, please provide the address of the facility for us to ship the return label? The item was sequestered. 4. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. N/a.